Event description:
Eight months after the procedure, there was in-stent restenosis in all three of the cypher stents the pt rec'd.

Manufacturer narrative:
As reported by the another country study, this pt presented for elective treatment of a 73% de novo lesion in the proximal through the distal left anterior descending artery (lad) of 38.29mm in length in a 1.58mm vessel diameter. The (type c) eccentric lesion was also diffused and moderately calcified. The femoral approach was chosen for the procedure. Pre-dilation was conducted with a 2.0x20mm balloon at 12atm before deploying a 2.5x18mm cypher at 16atm. Then a 2.5x23mm cypher was implanted at 16atm, at the proximal end of the initially implanted cypher. Finally, a 2.5x18mm cypher was implanted at 16atm at the proximal end of the 2nd cypher. All 3 stents were overlapping. Post-dilation was conducted with a 2.5x15mm balloon at 16atm. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 15%. Ivus was conducted. Approx 3 ? Mos later, the pt complained of chest pain. It was not reported that treatment was provided. At the 8-month f/u, coronary angiography was conducted and restenosis was observed inside the distal end of the 2nd implanted cypher. There was 90% restenosis. At the same time, there was 90% restenosis inside a competitor's bms (implant date and product unk) in the proximal right coronary artery (rca) was observed. Approx 10 days later, to treat the restenosis inside the cypher at the mid lad, poba was conducted. The residual % of the restenosis was 25%. There were two 2.5x18mm cypher stents with different lot numbers. However, it cannot be exactly determined which of these 2 stents might be involved in the restenosis event. Therefore, both are reported as part of the event. To treat the restenosis inside the bms in the proximal rca, a 3.5x18mm cypher was implanted inside the bms. The residual diameter stenosis measured 0%. The pt was in stable condition following the procedure. Please note that this product is not distributed in the us. However, it is similar to the us distributed product. This product is not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt. This is also 1 of 3 products used in the same procedure that were reported under the following manufacturing numbers: 9616099-2006-01024, 9616099-2006-01025 and 9616099-2006-01026.